Manufacturer narrative:
This report is submitted on april 24, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, on (B)(6) 2018, the abutment was removed under a general anaesthetic.